Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: a review of the pump¿s history showed no evidence of a load step malfunction. During testing, the pump was able to perform the rewind, load, and prime steps with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no loss of prime. The load step was performed with the cartridge set to 100 units; after the pump displayed 101 units. The force sensor was found to be within specifications. The pump cover was opened and no internal defect was found with the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that there were multiple small prime volumes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.